Manufacturer narrative:
Crown keeps coming loose. No product problem detected. The ti-base was mechanical manipulated so that the fit with the implant is impaired. The implant shows characteristics of one-sided loading. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Crown keeps coming loose.